Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.